Event description:
It was reported by the customer that upon excellent fixation of a 10x23 interference screw during acl reconstruction on right knee, the screwdriver tip broke off and remained press-welded inside the screw. Attempts were made to remove the screw but it was finally decided to leave the screw in place to avoid disturbing the femoral tunnel. This device is used for treatment.